Event description:
Treatment of an aneurysm. It was reported after the pipeline was deployed, the pushwire broke while pulling it back inside the catheter. An alligator was used to to retrieve the broken segment.no patient injury reported.same event as MDR# 2029214-2012-00101.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4)